Event description:
Account states that ventilator tubing came apart at connection of water trap. After tubing came apart the patient desaturated became bradycardic and susequently arrested. Pt was successfully resuscitated.